Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed in a small, shallow anterior wing laa that was very difficult to image. Prior to the procedure a small baseline pericardial effusion (pe) was noted. A 24mm watchman flx pro closure device was advanced to the laa. After deployment, the closure device could not be visualized on transesophageal echocardiogram (tee). The baseline pe had grown much larger. A pericardiocentesis was performed and the implant procedure was aborted. The physician suspects the tip of the flex-ball perforated the laa. The patient was admitted to the intensive care unit (ICU). Three days post-procedure, the patient was noted to be sitting up in a chair.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed in a small, shallow anterior wing laa that was very difficult to image. Prior to the procedure a small baseline pericardial effusion (pe) was noted. A 24mm watchman flx pro closure device was advanced to the laa. After deployment, the closure device could not be visualized on transesophageal echocardiogram (tee). The baseline pe had grown much larger. A pericardiocentesis was performed and the implant procedure was aborted. The physician suspects the tip of the flex-ball perforated the laa. The patient was admitted to the intensive care unit (ICU). Three days post-procedure, the patient was noted to be sitting up in a chair.